Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The contrast button was intermittently responsive. There was no physical damage on the keypad. The keypad was removed and contamination was found on the button contact. The battery cap threads were stripped and were unable to secure. A test cap was able to secure for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial #: